Event description:
It was reported that the lead trend data showed an "invalid data" message. The technical consultant discussed that the diagnostics data containing the lead trend information had been corrupted. The diagnostics data reset can be used to restore normal collection/reporting of the lead trend information. This was attempted but was unsuccessful. Review of device data showed that the left ventricular capture management data was corrupted in a non-recoverable way such that it will not be interpretable until it is overwritten with new data. This type of data corruption is a rare event and is typically the result of external radiation changing the value of a single memory location. The device is expected to function normally other than this temporary and limited data corruption which prevents access to this lv capture trend data. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The max rv impedance is trending upwards over the last four months of the record from 544 - 768 ohms. The lvcm (left ventricular capture management) data was apparently corrupt as the file would not complete the translation utility.